Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source exhibited a b30 scope communication error. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection. During troubleshooting with olympus technical assistance center (tac), the tac technician asked if the scope contacts were cleaned, did not hot swaps scopes however the customer replied that when they turned off the tower and back on the image came back. Tac technician made sure the videoscope cable (maj-1430) was not plugged in and asked if the light source cable (maj-1933) was reseated on both ends and the customer said yes. The technician explained the problem could be the light source (clv-190), video system center (cv-190) or the scopes and also asked if the leak tester was good and if any water was coming from scope and the customer said no. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, a root cause for scope communication error b30 could not be identified. Olympus will continue to monitor field performance for this device.